Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and staple pushers were partially flush with the cartridge. Functional testing noted that the reload was loaded into a representative instrument without issues. The reload was cycled without hesitation or binding and was applied to test media. The test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the clamping mechanism was deformed. The product analysis noted evidence that the device was not used as intended. The issue can occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, there was an issue in loading the device. There was no patient injury medtronic's initial evaluation of the incident is that the clamping mechanism was deformed.